Manufacturer narrative:
Additional information: "...it is not yours that are concerned but the new refs on the market! So please cancel this incident report which will be sent to your competitor". Cancel MDR, this complaint record will be cancelled.

Event description:
3 sept additional information received. Hello. Sorry, I just checked in with the service, which found that the blunt transfer needles are not as good as before. In fact, it is not yours that are concerned but the new refs on the market! So please cancel this incident report which will be sent to your competitor.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd ndle blt fill nc tw shld- needle cores the vial stopper. The following information was provided by the initial reporter, translated from french to english: we have been informed of an incident which occurred in the anaesthesia and intensive care department of our hospital involving the use of an aig transfer sec bd blunt 18g 40mm on two occasions, when withdrawing remifentanil, a rubber "core" was found in the syringe or in the vial, probably originating from the cap, despite the use of a needle with a non-sharp bevel (aig transfer sec bd blunt 18g 40mm). 14aug ¿ ·could you specify the date of the event? 28/07/2024 ¿ ·has there been an impact on the patient (serious injury, medical intervention, change in treatment necessary)? No.